Event description:
In 05/2002, the user facility's risk manager informed the manufacturer's representative of the following: device catheter pinched-off and migrated to patient's right atrium and superior vena cava.